Manufacturer narrative:
Patient experienced severe burns that resulted in scarring on lower face, neck, and chin areas and may not heal completely. Patient was given a steroid ointment for post treatment care. Treatment parameters were within clinical guidelines. There was no problem found with the device during evaluation.

Event description:
Patient developed severe burns on lower face, chin, and neck region from a hair removal laser procedure.